Event description:
Customer reported 2 implants broke, tooth 18,19. Site was grafted and the procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
During investigation, it was found that the bundled mount was fractured.

Manufacturer narrative:
This report is being submitted to report additional information. During investigation, it was found that the bundled mount was fractured.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. One implant, and the bundled mount were returned for investigation. Visual evaluation of the as returned devices identified that the mount hex was fractured - fragment identified inside implant drive feature. Additionally, the implant was damaged possibly during removal. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and 1 similar event or complaint was found. Based on the investigation and risk management file review, the most likely root cause determined was incorrect technique used during placement or patient factors. Therefore, based on the available information, device malfunction did occur, and the mount fracture was confirmed, but implant fracture was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.